Event description:
This senior medical affairs specialist spoke with the patient/layperson in late 2008 regarding his allegation that the test port on his onetouch ultralink meter appeared to be blocked; test strips could not be inserted completely into the port, so that the meter would turn on although it did turn on with the power button. The patient reported the following: the month prior around 7 pm, the patient became shaky and sweaty before the alleged issue began (contrary to the initially documented information). Assuming his blood glucose was low, the patient attempted to test; however, the meter would not turn on after inserting a strip. Using test strips from different vials, the patient again was unsuccessful. Due to the symptoms, the patient drank orange juice and felt better. The next day, the patient again was unable to test. For that reason, he turned off his pump, called lifescan later in the morning, and "watched his diet" until a replacement would arrive the following day. His blood glucose was "160" mg/dl when he tested on the replacement after its arrival; he then turned on his pump again. Because the patient's symptoms occurred before the alleged issue began, there is no evidence the product contributed to a serious injury. Also the patient did not experience injury or a clinically significant blood glucose as a result of turning off the pump for one day. Since the issue could not be resolved, the complaint is reported. Products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.